Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) over 400mg/dl with vomiting and was taken to the emergency room. No further information was provided and troubleshooting could not be completed at the time of the call. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention and the pump could not be ruled out as a contributor.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2017 with the following findings: review of the black box data revealed the data records from the date of the complaint had been overwritten due to continued patient use. The black box data revealed that the pump had been running on the year ¿2007.¿ the available data revealed the total daily doses added up to correctly reflect the user¿s programmed basal rate. The pump passed accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint and the pump was found to be operating as indented without malfunction. (B)(4).